Event description:
It was reported that the parents noticed a decline of the child's auditory performance 10 days ago. They denied history of head trauma. Problems of outer device have been excluded. Testing carried out on (B)(6) 2010 showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.